Event description:
New information received notes that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular lead exhibited re-occurrence of noise over-sensing. No intervention was performed. Patient condition was stable.

Event description:
New information received notes that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular lead exhibited re-occurrence of noise over-sensing. No intervention was performed. Patient condition was stable and would continue to be monitored.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular lead exhibited over-sensing potentially due to noise. No intervention was performed. Patient condition was stable.